Manufacturer narrative:
Additional information was received, that there was no patient present at the time of the event. And the event date was provided.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The event log showed battery not working and battery communication timeout errors. The device was tested by power up process, the operator checked the battery status. The issue was confirmed. The battery not working was found at power up. All battery values are zero. The issue was due to normal wear and tear. The operatory replaced the battery, performed power up process, preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that the medfusion 4000 pump's battery is not reading. There were no adverse events reported.